Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of a - 15.50/1.5/074 (sphere/cylinder/axis) lens tore/broke during loading after opening the vial. On (B)(6) 2023, a replacement lens was implanted into the patient's left eye (os) and the problem was resolved.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).